Event description:
It was reported that, when a 980 ventilator was powered on it failed the breath delivery power on self test (post) and generated an error message. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and was unable to duplicate the reported issue. The se performed calibrations and extended self-testing on the device and all tests passed.